Event description:
Customer's territory manager contacted haemonetics on (B)(6) 2011 reporting the "run" key on their orthopat machine was not working. No donor injury or reaction. No operator injury was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed there were traces of fluid ingress (saline) and the electronics were damaged. (B)(4).